Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the lor syringe sticking could not be determined based upon the information provided and without a sample.

Event description:
The loss of resistance syringe barrel is sticking in the syringe. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4).

Event description:
The loss of resistance syringe barrel is sticking in the syringe. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The loss of resistance syringe barrel is sticking in the syringe. The patient's condition was reported as unknown.